Event description:
It was reported that the battery would not charge and failed conditioning. No patient involvement was noted.

Manufacturer narrative:
Additional information added to g4, h6, h10 the customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assembly power supply board for the battery not charging. A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2012 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/19/2012 to present date 09/30/2020, and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the battery would not charge and failed conditioning. No patient involvement was noted.